Manufacturer narrative:
(B)(4). Evaluation: product sample received for analysis. During evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on unknown date and topical skin adhesive was used. During use in surgery, it was found that there was a hard bump/protrusion on the gripping position on the applicator. It does not seem to be a protruded piece of the glass ampule. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and evaluation of the product sample it was discovered that the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed.